Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was, "acting on its own and turning the screen on/off by itself" and that upon unlocking the touch screen the, "buttons are being press on their own." During troubleshooting with tandem technical support the pump touch screen responded to presses. The customer's blood glucose was 156 mg/dl.